Manufacturer narrative:
The device was not returned for analysis. The production record and corrective and preventive actions (CAPA) reviews for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted because the product was not returned, and the part number and lot number were not reported. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3 - date of event updated.

Manufacturer narrative:
D4- the UDI number is not known as the catalogue and lot number were not provided.e1: initially called in by a consumer. The facility where the starclose devices were implanted was (B)(6) hospital, united states and the physician was (B)(6). Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2018, a starclose device was used to close an arteriotomy in the right groin after an angiogram procedure. On (B)(6) 2018, reportedly during recovery, a new starclose device was placed as the physician was concerned about the access site bleeding again. As of (B)(6) 2024, a feeling of pressure and a pinching sensation [pain] at the treated groin was reported. A follow up appointment was scheduled with the physician; however, no additional information has been provided at this time.